Event description:
The customer reported via phone call that sometimes the piston comes out of the pump and she pushes it back in. Customer stated that it gives her insulin and causes her to go low sometimes. Customer's blood glucose was 30 mg/dl at the time of the incident. Customer had a loose drive support cap. Customer's blood glucose was 120 mg/dl at the time of the call. Customer stated that 3 months ago, she dropped the pump and ever since then, she has been going low. Customer noticed that the drive support cap had been popping out, so she pushed it back without knowing that insulin was being pushed into her body. Customer started disconnecting before pushing it back in place. Customer noticed that her blood glucose had been going low more than usual about 2 months ago. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was unable to prime during prime/compromised force sensor system alarm test and alarmed during basic occlusion test due to protruded/loose drive support disk. They were unable to perform the occlusion test and excessive no delivery test due to the prime/fill anomaly. The insulin pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.